Event description:
The patient (B)(6) has two leads from the same lot placed in the occipital region (off-label). It was reported the patient is not feeling stimulation. A diagnostic test revealed impedance issues with both leads. Following reprogramming, the patient has coverage on the right side only. X-rays of the patient's leads and ipg were performed; however the results were not disclosed to the manufacturer. A decision regarding the next course of action has not been reached.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.